Event description:
It was reported to target that after the guidewire was advanced to the site for a transarterial embolization of a hepatocellular carcinoma, its distal tip seemed to be caught in the artery due to spasm. The pt was given xylocaine and waited 3 hours. Since after that he still could not pull the wire out, the physician decided to break it by rotating it's proximal end two hundred times. The wire broke and was removed. There were no complications for the pt as a result of this event.